Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the dat test at .08750 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump primed and seated properly when the test reservoir was detected. No unexpected pump errors 37, 38, 41, 43, or 130, insulin flow blocked alarms, or prime/fil and displacement anomalies were noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Over-delivery and low bg anomalies are not confirmed. High magnetic environment exposure anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to air pressure changes which might have led to a possible under-delivery anomaly. The customer reported that the insulin pump was exposed to high magnetic fields multiple times and also noticed a significant discrepancy between the sensor glucose and blood glucose values. The hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1885. Troubleshooting was not performed for difference between glucose values but customer reported that the blood glucose value was 1.5 mmol/l and sensor glucose value was 4.4 mmol/l at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for hypoglycemia. Troubleshooting confirmed that the pump passed the displacement test, but the exposure to strong magnetic fields likely impacted pump functionality. The pump was determined to require replacement, and the customer was instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.